Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing, unexpected vitros troponin I es reagent or vitros 5600 system performances had contributed to the result could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Patient a result: 5.83 ng/ml vs expected 0.014 ng/ml. Patient b result: 2.76 ng/ml vs expected 0.021 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside of the laboratory and corrected reports were later issued. There were no allegations of harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).